Event description:
Used clear care contact lens cleaners and burned my eye. Although I could have read the directions better, I thought I was buying normal contact lens solution, so I didn't pay as much attention. No warnings are given on the packaging in an effective way to prevent this.